Event description:
The plaintiff's atty alleged that the decedent received dialysis treatment on (B)(6) 2003 and, thereafter, experienced a cardiac arrest which caused the decedent to expire on (B)(6) 2003 after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products.